Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the device exhibited an unintended battery depletion error as it was not representative of actual fast battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert message and emitted beeping tones. Technical services (ts) reviewed the device data and discussed there is no premature battery depletion identified and the device set the alert due to extended magnet exposure. The device will need to be interrogated by a programmer to clear the fault and stop the beeping tones. It was confirmed that the patient has undergone an ablation therapy, which is where the magnet application occurred. The patient has been scheduled for in-clinic follow-up to interrogate the device. The s-ICD remains in service. No adverse patient effects were reported.